Manufacturer narrative:
Kenvue is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which kenvue has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, kenvue or its employees that the report constitutes and admission that the device, kenvue, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. A4, a5, a6: weight, ethnicity and race were not provided for reporting. D1, d2, d3, d4: this report is for one (1) j& j band aid brand first aid gauze pads unspecified USA nonapplicable jjbgpausunsp, lot number - ni. D4: 510(k) exempt device I complaint. UDI, upc, lot number and expiration date are not available for reporting. D9: device is not expected to be returned for manufacturer review/investigation. H3, h4, h6: device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. H6: e0402 ¿ refers the consumer alleged allergic reaction. E2402 ¿ refers the consumer misused the product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A (B)(6) female consumer reported an event with unspecified j& j band aid brand first aid gauze pad. The product was used to cover two incisions on her skin. The consumer alleged an allergic reaction and consulted a health care professional (hcp). The hcp recommended to put a lot of ice and ordered prescription antihistamine, xyzol, benadryl and sarna ointment as treatment.